Event description:
The customer reported that a leak was noticed during the first harvest phase of autopbsc collection. The operator noticed that as the cells were going up the collect line tubing towards the collect bag, a spray of blood was coming from the tubing. Patient information is not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation: per the customer, the section with the leak is not primed and there was nothing obvious during prime procedure. As soon as there was back-pressure from the opened collect valve, the spray was very visible. Investigation evaluation corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot number showed no other occurrences. Per the customer, the spray of fluid did not come in contact with open skin or mucous membrane. Root cause: the disposable set was unavailable for return and evaluation. Based on information provided by the customer, the root cause could be attributed to the luer pressfit connector not fully being seated during the procedure.